Manufacturer narrative:
Investigation: sw991k, activ l sup.plate size l 6°/spikes, (B)(4). Sw996k, activ l inf.plate size l 5°/spikes, (B)(4). Sw965, activ l pe-inlay 8.5mm. No product at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably usage or patient related. Rational: because there are neither x-rays nor products for analysis available, a definitive root cause analysis is not possible. According to the case description we assume, that an infection was the primary root cause. A material defect or a manufacturing error can be excluded. No CAPA is necessary. Summary of exponent (third party) evaluation: retrieval analysis: components were received and sterilized; identified as 2 endplates and 1 polyethylene inlay. Lot numbers were as follows: superior endplate - 52203207, inferior endplate 52201119, and inlay unknown. Surface assessment: both endplates showed signs of iatrogenic damage. The backside surface of endplates had remnants of bone; all 3 components did not show evidence of damage consistent with impingement. The articulating surface endplate had evidence of a biofilm. The polyethylene inlay showed areas of embedded debris. These areas were further investigated with scanning electron microscopy. In addition to the embedded debris, machining marks scratching and burnishing was observed on the backside surface of the polyethylene inlay. The articulating surface of the polyethylene insert had embedded debris and multidirectional scratches. Dimensional analysis: the differences between the drawing measurements and the retrieved inlay was measured to be within the manufacturing tolerance per aesculap drawing. Summary and conclusions: stage I through iii analysis was completed for the retrieved devices. The endplates had signs of iatrogenic damage and biofilm, but did not have evidence of impingement. The polyethylene inlay had embedded debris, scratching and machining marks consistent with minimum wear. Overall the results of the stage I analysis are consistent with a devices having short implantation time. Stage iii analysis found a low oxidation level of the insert and mechanical properties consistent with this level of oxidation.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the l compression and dislodging of the implant was poor bone due to infection. The original surgery (B)(6) 2016, the surgeon's incision was 3-4 centimeters. The surgeon located the peritoneal sac easily and followed the fatty tissue plane around and down. However, he then encounter reactive scaring tissue anterior to the disc where there should be a good amount of space. This turned out to be a puss like mass, indicating infection and the surgeon eventually made it through to l5-s1. The implant came out easily. Due to this possible infection, addition instrumentation implantation is not appropriate until infection is eliminated. Activl artificial disc system is composed of 3 pieces, reported as concomitant products: sw991k / activ l sup.plate size l 6/spikes; sw996k / activ l inf.plate s1 size l 5/spikes; sw965 / activ l pe-inlay 8.5mm.